Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, the terminal pin of this chronic transvenous right ventricular (rv) lead separated. Specifically, the metal portion of the terminal pin separated from the rest of the connector when the rv terminal pin was pushed into the header of the new device.

Manufacturer narrative:
The physician elected to surgically cap and abandon the rate/sense portion of this chronic rv lead. A new rv rate/sense lead was successfully implanted, with no adverse patient effects reported. This event will be updated if any additional information becomes available.